Event description:
A2114/xr2 was reported to have been involved in an incident which caused a laceration. The event was described as follows: the physician placed the xr2 skull clamp on the pt in preparation for a craniotomy. The skull clamp did not lock like it normally does, resulting in the pt's head slipping and the pt being injured (laceration) by the skull pins. Date of event: approximately date: (B)(6) 2014. The pt's age, gender underlying medical condition: unknown. The pt did recover from the laceration. It is not known if the pt was repositioned prior to the event. Mayfield skull pins were used (product ID a1072), lot# unknown. A stereotaxy device was not used during this procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.